Event description:
On (B)(6) 2020 I had my allergen natrelle textured breast implants removed, and a tumor the size of a kiwi, encapsulated in the right breast implant capsule. Monday I received the pathology report I have bia-alcl, cancer. FDA safety report ID# (B)(4).